Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump cartridge has "dangerous bubbles" inside and bubbles are in the "line at the joint". There was no reported impact to the customer's blood glucose; however, the customer reported that if one would fly, "it could over or under dose you". The customer did not provide further information.